Manufacturer narrative:
Findings: pump passed operating current, error test, displacement test but alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 246 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.